Event description:
The customer tested his blood glucose and received a reading of 487 mg/dl using his breeze2 meter. He retested using another meter and received a reading of 161 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not have his meter or testing supplies with him at the time of the call, so it was not possible to troubleshoot or gather product information. The customer ended the call. No product will be returned for evaluation.

Manufacturer narrative:
The customer did not provide a meter serial number or reagent lot number, so it was not possible to determine a manufacture date.